Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after implantation, at the follow-up x-ray, there was a presence in the lung that resulted from the x-ray. It was decided to retrieve the foreign body, which turned out to be the guide wire sheath that was located in the pulmonary artery. The patient is fine and the PICC was left in situ.". It was reported the foreign body was retrieved by vascular surgery and "a catheter with a loop at the tip was introduced, and under radiographic control the foreign body was completely removed".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "after implantation, at the follow-up x-ray, there was a presence in the lung that resulted from the x-ray. It was decided to retrieve the foreign body, which turned out to be the guide wire sheath that was located in the pulmonary artery. The patient is fine and the PICC was left in situ.". It was reported the foreign body was retrieved by vascular surgery and "a catheter with a loop at the tip was introduced, and under radiographic control the foreign body was completely removed".